Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on (B)(6) 2013 that the pump was ¿going crazy with music¿ and, for over 6 hours, had been ¿giving a signal¿. At midnight on the day prior (B)(6) 2013, the pump began playing ¿pop goes the wheel¿. The patient heard this ¿song¿ coming from his pump in his home and in a motel and after emptying his pockets of any electronics. It was also heard in different rooms. It was constant and ¿coming from him/his body¿. No sound or music could be heard by technical services at the time of this report. It was believed that a manufacturer representative programmed this song to the pump. The noise could only be heard through the patient¿s body cavity. The reporter thought that the pump was ¿picking up on an irregular heart or blood pressure problem or increased heart rate¿, causing the music. It was noted that the patient did not have a ¿remote/programmer¿ with him. On (B)(6) 2013 patient¿s leg numbness became more noticeable, as if more drug was being distributed. It was noted that the patient could not safely operate a vehicle with this numbness. The patient also had a ¿feeling¿ in his abdomen. However, it was stated that it may not have been related to the pump, but from the worrying/¿nerveracking¿. It was noted that there had been a domestic issue was ¿brought on mentally¿; however, the patient sustained no injury and nothing could have moved the pump. It was also noted that the patient had a ¿coddle epidural¿ on (B)(6) 2013 for further relief of the pain the pump was treating. The last pump refill was on (B)(6) and the next refill was scheduled for (B)(6). The device system was used to deliver prialt and dilaudid. Additional follow-up with the healthcare provider (hcp) on (B)(6) 2013, it was indicated that the patient had not told the hcp any symptoms. No troubleshooting was done. The patient was stated to presently doing very good and was back to work. On (B)(6) 2014 it again reported that the patient¿s pump was ¿playing music it heard in stores as he would leave them¿. Following this date, further event details were provided in the initial medwatch report.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient was hearing music playing in his body and it couldn¿t be repaired because, it would have to be taken out. It was indicated that the patient was not hearing the pump alarm, but would hear music when his house was quiet. He was hearing stuff from the television that doesn¿t play on the radio and he was hearing it all of the time. It was stated that the patient did not want the music playing and it was driving him crazy. The reporter stated that the music could cause neurological problems, loose concentration, and distractions. It was indicated that the patient started to hear the music four months prior to report, when his blood pressure and heart rhythm rose which set off a lot of pressure and vibrations in the abdomen and stomach. He thought his life was being threatened and thought something was going to drastically happen to him which set off the music. The patient heard from the clinic that they can record music as a warning and whoever recorded the tone when the pump was implanted did it by mistake. The reporter stated that the pump was playing ¿whatever is off the television or telephone¿; he accidently recorded music unintentionally. It was stated that the patient had already contacted his healthcare provider (hcp), but they thought it was a delusion and he was told to see a psychiatrist. The device system was used to deliver prialt and dilaudid.